Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit had a broken helium tank valve knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6), biomed. It was reported that during preventive maintenance done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) unit had damaged helium tank valve knob. Fse resolved the issue by replacing d366-00-0092 knob he tank valve. The fse then performed full pm, calibration, functional check as per service manual on pm. Iabp unit was returned to the customer and cleared for clinical use. There was no patient involvement.